Event description:
Reported by the complainant as follows: contact person is ICU educator, cell number (B)(6). She provided the following facts. A (B)(6) female admitted (B)(6) 2012 for chest pain. Fms was inserted on unk date for diarrhea. On (B)(6), burgundy stool was noted around tubing exit site. Forty ml of fluid was in the balloon. The fms was irrigated with returns of bright red blood. The fms was removed. Sigmoidoscopy performed indicating wide area of superficial and deep ulcerations and clots in the rectum as well as lower rectal abrasions above the hemorrhoidal line with circumferential ulcerations and black scars and scabs plus a large adherent blood clot. No previous history of rectal abnormalities. No indication that any add¿l fluid had been added to the balloon prior to removal. The pt was on anticoagulants. Unclear if the event increased the length of stay. Currently on telemetry unit. Tm informed of the ae with follow up through cic. Follow up info received that the pt was discharged from hospital on (B)(6) 2012.

Manufacturer narrative:
This was reviewed and deemed a serious adverse event as the pt underwent a sigmoidoscopy after bright red blood was noted in her stool. The scope revealed deep ulcerations in the rectum as well as abrasions and ulcerations above the hemorrhoidal line. Two units of packed red blood cells were infused. From a clinical perspective, a causal relationship between the event and the flexi-seal is deemed probably related because of the temporal association of the fms insertion and the bleeding and also because the area of ulcerations, scarring and clotting visualized were proximal to the balloon. This pt, who was reportedly on anticoagulants and has a complex medical history evidenced by medications commonly administered for hypertension and end stage renal failure, presented as a high risk for complications from fms, according to the precautions in the labeling for flex-seal which include pts on anticoagulant therapy. Follow up info received that the pt was discharged from the hospital on (B)(6) 2012. Reported to the FDA on march 08, 2012. (B)(4).